Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding usage of expired product involving simplex p with tobramycin bone cement was reported. The reported product which has an expiry date of 2013-05 (may 2013) indicated on the packaging was reportedly used in surgery on (B)(6) 2014. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon implanted expired simplex with tobra bone cement in a patient.

Event description:
Surgeon implanted expired simplex with tobra bone cement in a patient.